Event description:
The customer reported that the operating site began to burn during a gynecological procedure. The pt was a little burnt (2nd degree).

Manufacturer narrative:
(B)(4). The force triad generator was analyzed by tyco/covidien field service engineer and no malfunction was noted during the testing.